Event description:
Additional information: patient was being followed for infectious process on IV antibiotics.

Event description:
The site communicated that the patient has the same controller from before. The patient is no longer on inotropes and not having lvad issues. They are being followed for infectious process on IV antibiotics. No additional information was reported.

Manufacturer narrative:
Review of the submitted system controller log file data confirmed the reported elevations in pump power/estimated flow values; however, a specific cause for the parameter elevations could not be determined through this evaluation. Moreover, a specific cause for the reported slightly elevated ldh and a direct correlation with the device could not be determined through this evaluation. Three days following a recent pump exchange on 21jan2019 due to an unrelated issue, it was reported on (B)(6) 2019 that the patient¿s estimated flow values were steadily increasing over the past few days. It was stated that the patient¿s baseline estimated flow values were 5-6 lpm at a fixed speed of 9400 rpm and were currently 7-8 lpm at a fixed speed of 9000 rpm. At the time of the reported event, the patient¿s ldh was slightly elevated at 315 while his plasma free hemoglobin had consistently remained normal. The patient had been treated with heparin for a few days and was currently still on a heparin infusion. He was additionally started on an inotrope (primacor) on (B)(6) 2019, but had since been weaned down and was currently on a low dose of the medication. The submitted log files contained approximately 3 days of data from 21jan2019 ¿ (B)(6) 2019 and showed that on 21jan2019, pump power and estimated flow initially remained stable in the ranges of 4.8-5.8 watts and 4.5-6.2 lpm, respectively. The last four lines of recorded data from 23jan2019 ¿ (B)(6) 2019 showed slightly elevated pump power and estimated flow values in the ranges of 6.4-7.1 watts and 7.4-8.8 lpm, respectively. Average pi values remained overall stable. All of the elevated pump power/estimated flow values were associated with pi events. Despite the parameter changes, no atypical alarms were captured and the pump speed remained above the low speed limit without issue. Besides the slightly elevated ldh level, no other signs or symptoms of hemolysis were reported. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient's flows have been steadily increasing. Patient's baseline flows were 5-6 at 9400 speed, now 7-8l on 9000. Patient is currently on heparin infusion & has been for a few days. Patient was started on an inotrope primacor on (B)(6), but has been weaned down, running at low rate 0.2mcg/kg/min at present. During the analysis of the log tech services observed power and flow elevations, these happened during pi events. There were no other unusual events seen within the log file. No additional information was reported.